Event description:
It was reported that a malfunction occurred on the pump, displaying malf 9 as the code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the caller in doing so, although the caller was unable to continue due to the lack of charging supplies and will follow up later. Cts unable to reach patient after multiple attempts.